Event description:
Blood leaked from tubing. Blood leaked onto assistant's hand. She was not wearing gloves and may have had cuts on her cuticles. No follow-up testing or baseline performed on assistant. No medical intervention. Source is hepatitis c virus positive.